Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2010. The pt returned to a second surgeon and was found to have bowel and bladder burns and needed a bowel resection and bladder repair. The surgeon opines that the burns were caused by a uterine perforation and that the catheter went between the bladder and the vaginal/uterine wall.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will submitted accordingly.